Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was resetting and had a battery charger fault. The cause for the resets was isolated to a shorted u13 cmos flash microcontroller on the bedside board. The cause for the charger fault was isolated to a shorted trace on the battery board. The root cause for the defective u13 component and shorted trace could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not charging her batteries. The pt was issued a replacement battery charger/modem.